Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a routine generator change procedure. Prior to the procedure, reproducible noise on the patient's right atrial lead was observed during device interrogation. The lead was explanted and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Manufacturer narrative:
The reported event of noise was confirmed. A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 29.2 ¿ 29.4 cm from the distal tip]consistent with lead friction to the device can. The outer insulation was breached, exposing the outer coil proximal to suture sleeve tie impression.this is consistent with the observation from the field of noise.